Event description:
The patient had an insertion of a hickman port in 2006. The patient required a return on surgery due to the hickman port "flipping" over. Physician states suture had pulled away and disintegrated from chest wall. No additional information is available.